Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/17/2016 with the following findings. The rewind, load and prime steps performed successfully. The black box and alarm history show no evidence of the motor failure. Investigators were unable to duplicate complaint about motor noise. A dim, pink display was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim, pink display. This report is made based on results of investigation completed on (B)(6) 2016.